Event description:
Customer reported that his sensor cannula was dislodged from site insertion. Customer stated that the sensor broke in site and the cannula was becoming detached for the sensor hub. Customer stated that the issue is due to the tape not sticking on the sensor hub. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.